Event description:
It was reported that there was an infection and the device was explanted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There were no reported complications that occurred. The patient was successfully treated with 45 days of warfarin plus aspirin. The 45-day follow up transesophageal echocardiogram (tee) showed correct device position and a complete occlusion of the laa. At that time, warfarin was discontinued, and 81 mg aspirin was continued with prasugrel. Thirteen weeks post procedure, the patient was admitted to the hospital with fever, chills, and back pain secondary to sigmoid diverticulitis. They were treated with intravenous antibiotics and discharged home on amoxicillin/clavulanic acid. Fifteen weeks post procedure, they presented to the hospital again with repeat fever. Abdominal computed tomography showed uncomplicated diverticulitis. The infectious disease team was consulted and discharged the patient on oral amoxicillin/clavulanic acid given clinical improvement. They continued to have intermittent fevers and persistent weakness while on antibiotics. Twenty weeks post procedure, the patient was again admitted to the hospital with fevers and chills. Chest radiography showed left lower lobe infiltrate. Blood cultures returned positive for gram-positive and gram-negative pathogens speciated to enterococcus and enterobacter. Computed tomography of the chest, abdomen, and pelvis showed splenic necrosis. Magnetic resonance imaging of the brain showed multiple acute and subacute embolic infarcts. The patient was transferred to a tertiary care facility where tee was completed given the high index of suspicion of endocarditis in the setting of an indwelling device and metastatic infection. Tee revealed severe biatrial enlargement with a well-visualized watchman device properly positioned in the laa and a large, dense, multilobulated irregular mass adherent to the device with some mobile components without evidence of any valvular involvement. The decision was made to remove the occluder device after a trial of therapeutic heparin and antibiotics. Surgical removal of the infected watchman device and closure of the laa was completed without complication. The pathology report was notable for fibrinopurulent adhesions and polymorphonuclear neutrophils within the mass attached to the occlude device. The patient had a prolonged postprocedural course with multiple complications, including acute hemothorax requiring evacuation via tube thoracostomy and anticoagulation reversal, encephalopathy, occlusive right axillary vein thrombosis, nonocclusive subclavian vein thrombosis, respiratory failure requiring reintubation, and ultimately tracheostomy placement. They were discharged to a long-term acute care hospital, and they are alive and fine at 10 months after discharge.

Manufacturer narrative:
Date of event is approximated since unknown. Jensen et al. "Transesophageal echocardiography to diagnose watchman device infection", case: cardiovascular imaging case reports. June 2020: pp 189-194.

Manufacturer narrative:
Date of event is approximated since unknown. Jensen et al. "Transesophageal echocardiography to diagnose watchman device infection", case: cardiovascular imaging case reports. June 2020: pp 189-194.

Event description:
It was reported that there was an infection and the device was explanted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There were no reported complications that occurred. The patient was successfully treated with 45 days of warfarin plus aspirin. The 45-day follow up transesophageal echocardiogram (tee) showed correct device position and a complete occlusion of the laa. At that time, warfarin was discontinued, and 81 mg aspirin was continued with prasugrel. Thirteen weeks post procedure, the patient was admitted to the hospital with fever, chills, and back pain secondary to sigmoid diverticulitis. They were treated with intravenous antibiotics and discharged home on amoxicillin/clavulanic acid. Fifteen weeks post procedure, they presented to the hospital again with repeat fever. Abdominal computed tomography showed uncomplicated diverticulitis. The infectious disease team was consulted and discharged the patient on oral amoxicillin/clavulanic acid given clinical improvement. They continued to have intermittent fevers and persistent weakness while on antibiotics. Twenty weeks post procedure, the patient was again admitted to the hospital with fevers and chills. Chest radiography showed left lower lobe infiltrate. Blood cultures returned positive for gram-positive and gram-negative pathogens speciated to enterococcus and enterobacter. Computed tomography of the chest, abdomen, and pelvis showed splenic necrosis. Magnetic resonance imaging of the brain showed multiple acute and subacute embolic infarcts. The patient was transferred to a tertiary care facility where tee was completed given the high index of suspicion of endocarditis in the setting of an indwelling device and metastatic infection. Tee revealed severe biatrial enlargement with a well-visualized watchman device properly positioned in the laa and a large, dense, multilobulated irregular mass adherent to the device with some mobile components without evidence of any valvular involvement. The decision was made to remove the occluder device after a trial of therapeutic heparin and antibiotics. Surgical removal of the infected watchman device and closure of the laa was completed without complication. The pathology report was notable for fibrinopurulent adhesions and polymorphonuclear neutrophils within the mass attached to the occlude device. The patient had a prolonged postprocedural course with multiple complications, including acute hemothorax requiring evacuation via tube thoracostomy and anticoagulation reversal, encephalopathy, occlusive right axillary vein thrombosis, nonocclusive subclavian vein thrombosis, respiratory failure requiring reintubation, and ultimately tracheostomy placement. They were discharged to a long-term acute care hospital, and they are alive and fine at 10 months after discharge.